Manufacturer narrative:
No further information was provided regarding the alleged injury. It was also identified by the user facility that they were not alleging a defect with the device and stated that the alleged injury was incurred by how the user activated the brake. No device malfunction occurred. Device was not returned.

Event description:
It was reported that a user injured their groin area due to the brakes being difficult to engage. It was not reported whether the alleged injury was severe enough to require medical intervention, however it was reported that the user left work for the day.

Event description:
It was reported that a user injured their groin area due to the brakes being difficult to engage. It was not reported whether the alleged injury was severe enough to require medical intervention, however it was reported that the user left work for the day.